Event description:
Report states "timing problem" writer spoke with biomedical technician who stated problem was found in routine maintenance. States they timed pump using a bd 60cc syringe a time device and stopwatch and found it to be inaccurate. They state no pt contact or injury involved. No additional information available. Evaluation of pump completed on september 18, 2001 reveals the pump delivered more than 10% over the specification. No reports of patient incidents are associated with the use of this pump.